Manufacturer narrative:
No parts or files have been returned for evaluation.

Event description:
A medtronic representative reported that during a spinal surgery, utilizing the o2 imaging system, the site held the "m" button for an estimated 25 minutes and system didn't calibrate. They booted down and held button again for 25 or more minutes, and the system finally calibrated. They were able to successfully use the system to finish the case. This issue delayed the case less than an hour. No impact on the patient outcome.